Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the system was displaying results that differed from blood glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation. Despite multiple follow-up attempts, the user did not respond to confirm willingness for sensor reinsertion. At the time of complaint closure, the user continued to use the system. A review of the sensor in-vivo data revealed optical instability which most likely contributed to the inaccuracies observed. A review of 30 days of sensor data (B)(6) 2025) showed good agreement in sg and bg values. A review of the most recent in-vivo raw sensor data showed improved optical stability. At the time of complaint closure, no additional inaccuracy-related issues had been reported by the user.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.